Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented for evidence of erosion. The entire system was later explanted and replaced; no allegations against the boston scientific products and return expected.